Event description:
While processing follow-up dated (B)(4) 2011, this non-serious case was upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Initial information received from a consumer on (B)(6) 2011: a (B)(6) female received her first treatment of poly-l-lactic acid (sculptra aesthetic, lot # and exp date unknown) injected into her cheeks for cosmetic purposes about 2 months ago ((B)(6) 2011). Medical history included inflammatory osteoarthritis in her fingers. A couple of weeks after the treatment she had flare up in her fingers and was concerned maybe poly-l-lactic acid was causing this inflammatory reaction. Her dermatologist said the poly-l-lactic acid was not causing this. The consumer's rheumatologist gave her a systemic triamcinolone acetonide (kenalog) treatment a week ago ((B)(6) 2011). At the time of the report, the consumer was not sure if she would receive another treatment of poly-l-lactic acid. No further information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot/exp unknown) from product technical complaint report case ID (B)(6) dated (B)(6) 2011, received by (B)(4) on (B)(4) 2011: ptc number was provided. Investigation was still ongoing at the time of this report. Conclusion: pending. Additional information for poly-l-lactic acid (sculptra aesthetic, lot # and exp date unknown) from product technical complaint report case ID (B)(6) dated (B)(6) 2011, received by (B)(4) on (B) (4) 2011: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA and the investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(4) 2011: this patient reported an inflammatory reaction in her fingers a couple of weeks after treatment with poly-l-lactic acid. While this could represent a systemic allergic reaction from poly-l-lactic acid therapy, this is more likely an exacerbation of her underlying inflammatory osteoarthritis in her fingers. Since the poly-l-lactic acid was injected into her cheeks and the inflammatory reaction occurred in her hands and given the frequency of osteoarthritis "flare-ups", this patient's reaction likely occurred independent of the poly-l-lactic acid treatment received. Additional information is needed in order for a complete medical assessment of this case including medical confirmation, details of her underlying osteoarthritis, details of the reported inflammatory reaction (including associated signs and symptoms), and details of poly-l-lactic acid treatment (including dosage received and reconstitution technique used).